Event description:
It was reported that a device was used during an unknown procedure. The device safety shield would not arm. Pulled a new trocar and completed case without incident. There was no consequence to patient.